Event description:
During an incident in 1999 involving a female patient, this defibrillator gave "check electrodes" messages. A second set of pads was tried, but the same thing happened. CPR was performed during transport to a hospital. The patient survived. The customer reported that the patient was not sweaty and the pads were new and were securely connected to the cable. The electrode pades were not available for evaluation because they had been thrown out. The defibrillator was tested later with a sim tester and it worked fine.

Manufacturer narrative:
The defibrillator in question was not returned to laerdal for evaluation. The customer believed that there was nothing wrong with this defibrillator. There was no incident report available. The type and condition of the electrodes used at the time of this reported problem is not known. The "check electrodes" message is displayed if defibrillation pads are being used and the patient's impedance is outside the impedance range for defirbillation or intermittent impedance (noise) is sensed indicating faulty electrodes, contact or connection. The hs3000 operating instructions explain the "check electrodes" prompt and what to do should it be experience. Add'l catlog no #900050.